Event description:
After nt suctioned by respiratory care, tip of suction catheter noted to be split. When checked against another catheter, it was found to be about 3 inches short. Physician came in and did an emergent bronch. No tubing was found in the lungs or airway. Uf suspects that the tubing may have been defective.